Event description:
It was reported that there was one high impedance measurement of approximately 2800ohms that was measured within the last week. It was further reported that one month later, the patient was lethargic and had a poor appetite the ER noted intermittent capture and an underlying rhythm or 30-45bpm. There was a ventricular lead warning for high impedance and one ventricular high rate episode showing noise. Oversensing on the egm was noted when the patient was in upright position. The lead appeared to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was one high impedance measurement of approximately 2800ohms that was measured within the last week. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.